Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the reported pump stop/red heart alarm could not be confirmed as no log files were submitted for review. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account reported that the patient had damage to the internal portion of the driveline. Furthermore, a specific cause and direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established as no product was returned for evaluation. Heartmate ii lvas, serial number (B)(6) was not explanted and will not be returned for evaluation. The heartmate ii lvas IFU lists death as well as multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop. The patient was re-admitted under CPR and was connected to an extracorporeal life support (ecls). There was a red heart and pump off alarm reported. It was later communicated that the patient had internal damage of the driveline. The patient was on vacation at the time of the event and was begin treated at an outside hospital, so no additional information was available.

Event description:
Additional information: the patient expired on (B)(6) 2019, the reason provided was cardiopulmonary arrest and there was reported dysfunction of the lvad. The patient had also experienced cardiogenic shock under extracorporeal membrane oxygenation (ECMO), terminal dialectal heart disease, and normal atrial fibrillation. The patient was on holiday in (B)(6) on (B)(6) 2019 when they experienced the lvad alarm. The patient's cardiological clinic in (B)(6) recommended them to consult the emergency department. In the ambulance, the patient quickly presented a state of shock. Cardio-circulatory arrest was observed and required cardiopulmonary resuscitation, as well as placement of ECMO. A computed tomography (CT) scan excluded pulmonary embolism, respiratory complication or mesenteric ischemia. The patient was transferred to intensive medicine. On (B)(6) 2019 the patient experienced acute renal failure, massive acute pulmonary edema, and vasoplegic shock post-resuscitation. After a discussion with the cardiovascular surgeons and the interventional radiologists, it is decided to obstruct the lvad ejection cannula in order to reduce functional aortic indifference on retrograde flow in the device. On that day they had the addition of an additional left ventricular aspiration cannula, and the installation of a balloon catheter within the duct leaving the lvad. Upon return from the intervention, it was noted that the patient had the appearance of deep shock, in a context of prolonged resuscitation, as well as circulatory assistance. In a context of massive pulmonary edema, a new echocardiographic evaluation was carried out and showed a severe mitral insivision on dilation of the left ventricle, as well as significant aortic insufficiency. This motivated the addition of a left ventricular venting cannula, allowing a transient improvement in the overall hemodynamic situation. The evolution in the following hours showed a state of multiple organ dysfunction. Extra-renal purification by continuous hemofiltration was also started. The state of shock had not at any time improved and the doses of inotropic and vasotropic amines were very high. The administration of adh was also necessary. The evolution was considered desperate and at no time was it possible to change the assistive device. After an interdisciplinary discussion (cardiac surgeons, cardiologist, resuscitators, etc.), and in agreement with the family, withdrawal of resuscitation measures was decided. The patient expired on (B)(6) 2019 at 16:50 in the presence of his relatives. The autopsy was not granted by the family.